Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor and no trends were identified that would indicate any product related issues. An attempt was made to replicate the user complaint and was able to successfully receive high/low glucose alarms on android/fsl2 version 2.7.2.7077 using a known good libre 2 sensor. No issue were identified with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social media they experienced an alarm issue with the adc device. The glucose alarms failed to trigger when blood glucose was changing and experienced a seizure, however, no third-party intervention was reported. There was no report of death or permanent injury associated with this event.